Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 1 year and 4 months post implantation of a 29mm sapien 3 valve in a pre-existing 29mm sapien 3 valve in a pre-existing surgical valve, the valves were explanted and replaced with a surgical valve due to central regurgitation and valve migration.